Manufacturer narrative:
H.6. Investigation: bd received four hundred (400) unused samples, one (1) contaminated sample, and five (5) photos for investigation. The photos and contaminated sample were reviewed and the customer¿s indicated failure mode of a damaged hub causing blood leakage was observed. Additionally, twenty (20) customer samples were randomly selected and evaluated by visual examination. The indicated failure mode for hub damage with the incident lot was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of damaged hub causing leakage. Bd determined that the root cause of the indicated failure mode was attributed to a jam at the hub loader machine during the assembly process. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage. According to the customer¿s report, blood leakage occurred between the luer adapter and the winged needle during blood collection. This led to a large amount of air entering the tube, which required resampling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage. According to the customer¿s report, blood leakage occurred between the luer adapter and the winged needle during blood collection. This led to a large amount of air entering the tube, which required resampling.